Event description:
A hosp in (B)(6) contacted customer service regarding high results with a contour ts meter. A pt was hospitalized for a heart attack. While hospitalized, the pt's blood glucose was tested using a contour ts meter. The hosp alleged the contour ts read too high and the customer became hypoglycemic after taking too much insulin. No other info was provided about the event. The test strips had been used up and the meter was thrown away, so it was not possible to get that info.

Manufacturer narrative:
In some countries outside the us, customer info is not provided due to privacy laws. Product info could not be obtained since the meter was thrown away and the test strips were used up. It's not possible to determine the MFR date without the meter/test strip info.